Event description:
Psychiatric electroshock with adverse reactions including: permanent long term memory loss, short term memory loss, severe headaches, severe depression, personality changes, and divorce due to personality changes.